Manufacturer narrative:
Patient information: unknown/ not provided. Device evaluation: an application support manager (asm) visited site and provided surgery support. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had surgery on (B)(6) 2022 and was overcorrected on both eyes. Right eye (od) - idesign manifest refraction (mr) -2.96 +0.52 x 29, mr -2.91 +.25 x 10 20/20 best corrected visual acuity (bcva). Left eye (os) - idesign mr -2.93 +0.18 x 172, mr -3.16 sph. 20/20 bcva. Enhancement done on (B)(6) 2022 for left eye only. Idesign mr +2.54 +1.45 x 0, mr +1.84 +1.00 x 10. Physician adj -0.50. As of (B)(6) 2023 the patient was seeing 20/30 uncorrected visual acuity (ucva), they have not done an mr on the patient. While the od was not enhanced, the current mr is +1.25 +.50 x15 with 20/20 bcva. However, the patient wears a contact lens (cl) and only sees 20/30 with the cl. Patient declined an enhancement on the od. The patient does appear to have a good bit of higher order aberrations (hoas) in both eyes. The idesign se for the os was -2.84 and the eff blur was 4.14 d. Pre-op k¿s for the os were 45.30/46.57 x168 and after the enhancement were measuring 39.30/41.90 x175. No additional information was provided. This report is for the excimer laser. A separate report will be filed for the idesign.